Event description:
In (B)(6) 2020, the patient underwent the primary procedure in the sacrum and the ilium for treating asd. The screws in question were inserted from the sacrum into the ilium and deployed on both sides. The device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2020 the patient underwent the primary procedure in the sacrum and the ilium for treating asd with the screws in question that were inserted from the sacrum into the ilium and deployed on both sides. The screws in question were supposed to function as anchors for correcting the pelvis. On an unknown date it was found that the screws had come off. A setscrew had come off the screw, and a rod had come off the screw on one side. On the other side, a setscrew had been tightened to the screw, but the rod had come off the screw. The patient is scheduled to undergo a removal procedure in the 1st week of (B)(6) 2022. This report is for one (1) viper ti sai poly 8x70mm. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown locking/set screwse/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.